Event description:
Note: this report pertains to one of three devices that were used during the same procedure. Manufacturer report # 3005099803-2014-01524 pertains to the first rx cytology brush, manufacturer report # 3005099803-2014-01523 pertains to the second rx cytology brush and manufacturer report # 3005099803-2014-01527 pertains to the third rx cytology brush. It was reported to boston scientific corporation that three rx cytology brushes were used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician had difficulty removing the first brush from the endoscope. A second brush was used, but the same issue was encountered. A third brush was used, and it was noted under endoscopic vision that a metal piece (reportedly the brush tip) had sheared off of each brush device. The detached pieces were successfully retrieved using a balloon, and the procedure was completed using the third rx cytology brush. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. (B)(4) for the reported event of detachment of device component. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.